Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter shaft was kinked/buckled. The shaft of the delivery catheter was spiral slit. The shaft on the hub of the delivery catheter was spiral slit. The septum of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned with the dilator separated from the shaft of the delivery catheter. Slitting did not start on the centerline of the delivery catheter. The septum of the delivery catheter was damaged. The hub of the delivery catheter was spiral slit. The shaft of the delivery catheter was spiral slit. The shaft of the delivery catheter was kink/buckled at 12 cm. Slitting had terminate on the shaft of the delivery catheter at 12.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the his lead dislodged during slitting the catheter sheath, the his lead popped out of the sheath, and the slitter disengaged the sheath. The his lead was not used and replaced. No patient complications have been reported as a result of this event.